Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple usb cables did not successfully charge the pump when plugged into the usb port on the pump. Reportedly, the customer was able to successfully charge the pump by holding the usb cable in position. The customer's blood glucose level was 130 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.